Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. E1: the reporter¿s phone number and complete facility address were not provided. Investigation summary the product has not returned to depuy synthes mitek, however a photo was provided for review. The photo investigation revealed that truespan 12 degree peek was in its original tray package. The red trigger was in a loaded position. The first implant was completely deployed, the second implant was deployed at the distal end of the needle. No anomalies could be observed. The overall complaint was unconfirmed as the observed condition of the truespan 12 degree peek would not contribute to the complained device issue. Based on the investigation findings, the potential cause for the reported condition could not be established. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated to determine why the customer experienced the failure. As per IFU, use instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a meniscal repair procedure, it was discovered that the needle on the truespan 12 degree peek device was detached. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.